Manufacturer narrative:
The device was returned for analysis. The reported unspecified malfunction was confirmed as a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/ link pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Estimated date. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device. The proglide device did not work. There was an unspecified malfunction. An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in procedure or therapy. No additional information was provided.